Event description:
It was reported that the patient experienced an issue with an ambicor penile prosthesis (app) device. The structure of the app device did not fit the patient's anatomy due to distal neck fibrosis on one side of the cavernous bodies. A patient outcome of stable was reported.

Manufacturer narrative:
The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had leaks with broken fabric treads attributed to wear at fold in cylinder body; holes were present at corner of fold. There was a leak in the krt that was result of sharp instrument damage most likely occurred during explant; hole was present. This damage is consistent with explant damage and was considered a secondary failure. There was no damage to the pump. Product analysis concluded that the identified of the fluid leak which would result in the cylinder inflating issue, as the device would not be functional and operated differently than intended after the system fluid was lost. Therefore, product analysis confirmed device malfunction. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The ams ambicor hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced an issue with an ambicor penile prosthesis (app) device. The structure of the app device did not fit the patient's anatomy due to distal neck fibrosis on one side of the cavernous bodies. A patient outcome of stable was reported.